Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, after increasing the programmed flap thickness prior to corneal flap creation, the flap was noted to look thinner than planned treatment. Additional information has been requested.

Manufacturer narrative:
At the on site visit the company field service engineer (fse) examined the system confirmed that the thickness of the created flaps were approximately twenty microns thinner than programmed. The fse calibrated the system and then verified it to meet specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria the root cause of the reported event can be attributed to the system¿s flap functionality falling out of calibration. How the system fell out of calibration could not be determined. (B)(4).

Event description:
Upon additional follow up, the reporter indicated the flaps were able to be lifted and excimer treatment was successfully completed.